Manufacturer narrative:
(B)(4). S.w version 5.2a. Retainer ring = black. Customer returned pump for an alleged pump error 15 alarm and cosmetic damage located at the battery compartment found on 21-apr-2022. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment.the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. No unexpected pump error 15 alarm noted during the testing. Successfully downloaded history files and traces using thump.pump error 15 alarm was recorded and found in the formatted history file on 04/21/2022 11:43:11.000. Pump error 15 alarm (line number 1935 file number 0) was due to software error as per global logic analysis (esf# 3764385). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Cosmetic damage was confirmed at the battery compartment. Pump error 15 alarm was confirmed. Pump error 15 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had the critical block and inverse critical block did not add to zero. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.